Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio vibrate anomaly. The blood glucose was unknown. The customer stated that after troubleshooting insulin pump was not vibrating and beeping. The self test was performed insulin pump vibrate during the self test. The customer stated that test did pass but customer stated it will work sometimes but thee is times it wont. The device will be returned for the analysis.